Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has had an increase in the number of non-viable electrodes following an impact to his head. Currently there is some unresolved swelling over the implant site. The area over the implant site is painful. There are intermittent fluctuations in the volume.